Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received with a cap, one unused needle in an opened voluma lido tray & pack. No defect observed to syringe.

Event description:
Healthcare professional reported 1 syringe of juvéderm¿ voluma¿ with lidocaine ¿burst at the moment of the application." Healthcare professional noted they completed injection of the filler into the ck1 and ck2 points on the right side of the face; when they were injecting the ck2 area on the left side of the face the needle ¿suddenly dropped¿ and disengaged and the contents of the syringe leaked all around the nozzle. It was noted the healthcare professional pushed the plunger of the syringe normally. Packaged needle was used. No injury occurred. Confirmed the syringe and product had contact with the patient.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "method of use-posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise."

Event description:
Healthcare professional reported 1 syringe of juvéderm¿ voluma¿ with lidocaine ¿burst at the moment of the application." Healthcare professional noted they completed injection of the filler into the ck1 and ck2 points on the right side of the face; when they were injecting the ck2 area on the left side of the face the needle ¿suddenly dropped¿ and disengaged and the contents of the syringe leaked all around the nozzle. It was noted the healthcare professional pushed the plunger of the syringe normally. Packaged needle was used. No injury occurred. Confirmed the syringe and product had contact with the patient.